Event description:
The nurse reported that the central nurse's station (cns) was stuck in a blue screen with icons showing on the left side. No patient harm was reported. Nihon kohden technician had the nurse click on the cns 6000 icon and the application would not launch up. The nurse was not able to troubleshoot the issue any further and stated they would contact their biomedical technician to get it resolved. Nk technician called the nurse back and the nurse reports that the issue has been resolved but could not provide the resolution.